Event description:
Complainant alleged that while attempting to monitor the heart rhythm a (B)(6), female pt, the device was unable to switch to "pads" mode through the lead selection. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.